Manufacturer narrative:
Additional information: device available for evaluation. Investigation ¿ evaluation: a review of the quality control, specification and visual inspection of the device was conducted during the investigation. One hub only was returned for investigation. A visual examination noted that the break was even at the hub additionally, a document based investigation evaluation was performed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. No lot number was provided, therefore; a review of the device history record and complaint lot search cannot be completed at this time. Based on the provided information a definitive cause cannot be established or reported at this time. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This failure mode is being escalated per internal processes. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, while the patient was in bed, the white lumen of the unidentified 4 french double lumen PICC (peripherally inserted venous catheter) line snapped off spontaneously. The lumen did not have any medications infusing through it at the time, and the white port was clamped off because it was not in use. The product was reported to be of cook manufacture, although precise product information was not reported. Additional information was requested from the customer. The product is reportedly available for return; however, as of the date of this report, no product has yet been received for evaluation.